Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. (B)(6). Physician increased coumadin to 7.5mg to be taken on 3/27 and 5mg for 3/28 and 3/29. Customer was milking the finger in the attempt to collect sufficient sample for the test. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation: case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the change in coumadin dose that was reported in this complaint. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) release interstitial fluid and may cause inaccurate results. Customer took >15 seconds to apply sample when 3.6 inr was obtained. Taking >15 seconds may contribute to unexpected inr results or errors in testing. Pt has thyroid dysfunction. Pt's current health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (5.2, 3.6), reference: 7.0, mean: 5.27, confidence limits: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 5.2, 2nd: 3.6, mean: 4.40, sd: 1.13, %cv: 25.71. Since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. User reported add'l inratio result (1.4 inr) obtained on (B)(6) 2012. A maximum of (3) hrs is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273312. Test results as follows: see scanned table. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that inratio testing than lab reference testing and all test results met accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Customer reported increasing dosage / thyroid condition and difficulty obtaining sample / improper operational technique. These are potential causes for test inaccuracy. Root cause could not be determined. As reviewed on (B)(6) 2012, six (6) discrepant result complaints were reported for lot number 273312 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as not product deficiency was established.